Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported revision surgery due to dislocation. Took out constrained liner, put in mdm. Patient had a zimmer head and stem and stryker cup and constrained liner. The zimmer head disassociated from the stryker constrained liner.

Manufacturer narrative:
An event regarding off label use (dislocation) involving a trident liner was reported. Conclusions: the reported event involves an off label use of a zimmer head and stem and stryker cup and constrainer liner. This procedure is not sanctioned by stryker and is thus considered as an off label application of the devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported revision surgery due to dislocation. Took out constrained liner, put in mdm. Patient had a zimmer head and stem and stryker cup and constrained liner. The zimmer head disassociated from the stryker constrained liner.